Event description:
Medical affairs spoke to the pt's family member in 5/04 and obtained/verified the following info: pt's family member called lfs and alleged that the pt's meter would not power on. The pt was not able to test their blood sugar for 2 to 3 weeks. On the day of the event, in 2004, the pt was feeling symptoms of "high blood pressure and hot". The pt attempted to test again, but the meter would not power on. Their family member took them to the hosp but family member does not know what the pt's blood sugar level was or what, if any, treatment was given. Based on the info provided, there is evidence of meter malfunction. However, there is no evidence of the meter contributing to a serious injury. The meter has been replaced for the pt.